Event description:
The customer was receiving higher than normal results. At approximately 5:54pm the customer was eating dinner and remembered they hadn't tested their blood glucose. They started a test and stood up and fell down unconscious. Paramedics were called and they received a result of 33mg/dl. The customer was given 2 tubes of glucose. When they felt better they looked at their device and the test they ran before blacking out was 136mg/dl. The customer tested their blood glucose with their device and received a result of 319mg/dl and the paramedics received a result of 80mg/dl. The controls in use were expired.